Event description:
The left monitor went out on this x-ray system and would not power up to make exposures.

Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.